Event description:
It was reported that an overdischarge (od) was suspected. Problems with coupling/recharging were the primary reason for the od. The patient had only been getting 2 bars. The patient had met with a company representative 6 months ago for assistance with recharging, and the last time the patient felt stimulation was 6-12 months ago. The patient turned the device off after he met with a company representative due to the charging issues. It was further reported that the patient had let the device die multiple times. A company representative was not able to bring the device back in order to charge it. It was stated that ¿normal¿ early replacement indicator had occurred, which was conflicting information. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was further stated that the patient had been scheduled for a replacement on (B)(6) 2014, however, his insurance had expired and the case was cancelled. It was unknown if or when it would be rescheduled.

Event description:
Additional information received reported that an over discharge was confirmed and a replacement was being scheduled.

Manufacturer narrative:
(B)(4).

Event description:
It was further clarified that there was not an early replacement indicator message. There was a power on reset (por) but it could not be cleared as the battery had been overdischarged too may times. No replacement had been scheduled due to the existing insurance issues.